Manufacturer narrative:
Follow-up # 1 ¿ (09/24/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/16/2013 and 9/18/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed a battery indicator message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 630am. The patient does not take medications to manage her diabetes and continued to follow her usual diabetes management routine. By noon that same day, the patient claims she felt symptoms of dizzy and "high blood sugar." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. The patient was advised the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.